Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was high and ketones were present. It was thought that the pump was not delivering insulin. A nurse was assisting the customer; however, no treatment was administered at the time of the report. A new infusion set was used and no insulin was observed exiting the tubing. Reportedly, after changing out the cartridge and infusion set, the high bg was addressed. The contact was not with the customer at the time of the report and upon follow up, the contact declined to provide further information regarding the event and tandem technical support's offer to troubleshoot.